Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks located at 17.5 and 19cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 50cm to 52cm from the tip. The damage that was notice is consistent with sheath interference during the procedure or by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. The device was set-up and functionally tested per the directions for use and the device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) via antegrade access on the ipsilateral side. During procedure, after the physician ran catheter for some time, the outer infusion line was ruptured and blood was seen flowing through the wall of the catheter. The location of the rupture was right outside of the sheath where the physician was pushing the catheter. The jetstream was immediately removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It reported that the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa) via antegrade access on the ipsilateral side. During procedure, after the physician ran catheter for some time, the outer infusion line was ruptured and blood was seen flowing through the wall of the catheter. The location of the rupture was right outside of the sheath where the physician was pushing the catheter. The jetstream was immediately removed and the procedure was completed with a different device. There were no patient complications reported.